Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal-mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 25 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.